Manufacturer narrative:
Image review: a complete set of fluoroscopic intraprocedural cine images were available for evaluation of the event. The reported information indicates the presence of an indwelling surgical aortic valve, which is consistent with the imaging provided. A fluoroscopic valve load inspection was performed and demonstrated an acceptable load. Imaging shows a pre-curved guidewire positioned in the left ventricle, appearing consistent with either a medtronic confida or a non-medtronic safari guidewire. An additional guidewire, appearing consistent with a non-medtronic lunderquist, was advanced through the reference pigtail catheter to the aortic root and appears to have assisted with advancement of the delivery catheter system (dcs) around the aortic arch. It was reported that the dcs would not cross the surgical aortic valve and was subsequently removed at which time the patient reportedly became hypotensive. An aortogram was then performed, showing aortic regurgitation, but no angiographic evidence of aortic injury was observed. Additionally, the secondary guidewire that was positioned in the aortic root was noted to have been removed. The left ventricular guidewire was subsequently exchanged for a different guidewire, appearing consistent with a non-medtronic lunderquist. Another attempt to advance the dcs was made with the assistance of a snare to redirect the catheter, and the system was successfully advanced across the surgical valve. However, the position of the dcs was observed to be deep within the left ventricle along with the snare. During withdrawal of the snare from the left ventricle, the guidewire was observed to be retracted to the proximal end of the capsule of the dcs. The guidewire was subsequently re-advanced into the left ventricle, and the valve was deployed rapidly, reportedly due to sudden cardiac arrest. Available information indicates that cardiopulmonary resuscitation efforts were initiated following valve deployment. Thrombus embolization was reported as a possible contributing factor; however, review of the imaging provided does not allow for determination of a definitive cause of death. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the thrombus was pre-existing. The physician visualized the thrombus on transesophageal echocardiogram (tee) when the patient became unstable.

Event description:
It was reported that an attempted implant of a 26 fx+ transcatheter aortic valve was performed in a patient with a prior non-medtronic surgical aortic valve. After the valve was confirmed to be correctly loaded, the physician proceeded with the implant, and the nosecone of the delivery catheter system (dcs) became stuck on the frame of the surgical valve and could not cross it. The physician removed the device, and the patient then experienced loss of pressure. A snare was quickly inserted on the non-medtronic guidewire in the ventricle and the valve was re-advanced. At the annulus, the snare was pulled on the capsule of the dcs to cross the prosthesis. The patient experienced cardiac arrest, so the valve was implanted quickly in the correct position and resuscitation maneuvers were performed. The patient never regained pressure and died. Additional information was received that the loss of pressure referred to the patient experiencing hemodynamic instability. Per the physician the cause of death was the mobilization of plaque and thrombus that was present in the aortic arch. The physician did not attribute the death to the valve but reported that the dcs could have moved some thrombus in the arch contributing to the cause of death.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempted implant of a 26 fx+ transcatheter aortic valve was performed in a patient with a prior non-medtronic surgical aortic valve. After the valve was confirmed to be correctly loaded, the physician proceeded with the implant, and the nosecone of the delivery catheter system (dcs) became stuck on the frame of the surgical valve and could not cross it. The physician removed the device, and the patient then experienced loss of pressure. A snare was quickly inserted on the non-medtronic guidewire in the ventricle and the valve was re-advanced. At the annulus, the snare was pulled on the capsule of the dcs to cross the prosthesis. The patient experienced cardiac arrest, so the valve was implanted quickly in the correct position and resuscitation maneuvers were performed. The patient never regained pressure and died.